Event description:
It is reported the shell and liner would not assemble. Surgeon used a different size liner and shell to complete the surgery.

Manufacturer narrative:
Eval summary: the surgical technique notes to check the condition of the locking ring prior to implantation, and states, "prior to placing the metal shell over the polyethylene liner, ensure that the metal retaining ring freely rotates by moving the metal tabs". The locking ring may have shifted out of its intended position during transit. It appears that the surgical technique was not followed and the locking ring was not inspected prior to placement of the liner. No add'l analysis is required at this time. Returned for review are the bipolar shell and liner. As returned, the locking ring was seized in the bipolar shell. The width of the locking ring and the locking ring groove was conforming. The liner was returned with indentations or its convex surface indicating contact with a protruding locking ring, such as that exhibited in the seized ring originally returned. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.